Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that as the sds met resistance in the stenosed lesion and manipulation of the proximal shaft contributed to the shaft kinking. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The shaft likely kinked during advancement in the stenosed lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. The separated shaft was removed from the patient anatomy with no issue. In this case, the reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the circumflex artery. The 3.5 x 18 xience stent delivery system (sds) was advanced; however, the device would not cross the lesion. During advancement, the proximal shaft of the sds broke into two pieces, so the device was removed. Another unspecified stent was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.